Manufacturer narrative:
The insulin pump was monitored for six hours with multiple basal rate. The insulin pump function functioned properly. No insulin pump alarm noted during testing. Device functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error, excessive no delivery/occlusion alarm or displacement test anomaly during testing. The motor was tested outside to the device and passed. Pump passed self-test, unexpected restart test, displacement test and operating measurement were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was unknown at the time of the incident. The mother stated that customer vomited. Motor error troubleshooting was performed. The customer's mother stated that the drive support cap was normal. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. Customer's mother reported that the insulin pump had gotten slower during rewind process. Customer's mother also reported that there is common no delivery alarms. A test failure alarm was also reported. The customer's mother was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.